Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring at 128 ohms on this right ventricular (rv) channel. Technical services (ts) reviewed and stated that the trend data showed a gradual rise in shock impedance measurement starting at 60 ohms and currently at 136 ohms. Ts recommended to evaluate the rv lead for any evidence of lead fractures and to consider an x-ray of full chest ap and left lateral of the device and lead system to evaluate for any visible problems or displacement. This lead remains in service. No adverse patient effects were reported.